Event description:
It was reported that patient underwent a hip revision approximately 2 weeks post implantation due to the cup component being unstable. During the surgery, the stem was removed in order to widen the operative field and found to appear gray rather than white and suspected the coating was peeling off. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110010264, g7 shell, 7164631. 30103605, g7 vit e liner, 65055858. 00877503603, biolox ceramic head, 3061317. Report source japan. Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02359, 0001822565 - 2022 - 02361, 0001822565 - 2022 - 02362.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The screws were not returned and pictures were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined for the loose screws. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.